Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: jaws were closed but the staples did not deploy tissue was sewn after cut was done. Current patient status: good. There was no pt injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.